Event description:
A malfunction alarm occurred, and the specific malfunction code was identified as malf 0. There was no reported impact to the customer¿s blood glucose level. The customer was assisted by technical support with resetting the pump, but the issue persisted, resulting in technical support arranging for a replacement pump to be sent. The customer will use multiple daily injections (mdi) as backup therapy.